Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 16.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the doctor reported that the lens looked as though it turned 4 degrees, which was acceptable to the doctor. Reportedly, the patient complained of not seeing as hoped and does not want to be operated on again. The patient's visual results were 0.3 (20/60) uncorrected. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.